Manufacturer narrative:
Conclusion: the customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection of the set noted a weakened area at the top of the silicone pump segment, consistent with ballooning effects. During functional testing the set was re-primed with water, and no ballooning was observed in the silicone segment or elsewhere on the set. The set was allowed to run via gravity, and no ballooning was observed. The set was then pressure tested, and ballooning of the silicone pump segment was observed to occur at approximately 14 psi. The ballooned area appeared near the engagement of the silicone segment and the upper fitment. Pressure testing was halted at that time. The root cause of this event could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set has a bulge in the pump segment; reportedly calcium gluconate was infusing and an unspecified error message was displayed on the instrument at the time. There is no report of any patient harm or medical intervention.